Event description:
A sales representative reported that a customer has an alarm and did not remove the batteries when not in use. As a result, there appears to be some visible battery leakage in the battery compartment. It appears that the battery exploded. The date the issue was discovered was not known. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: instructions for use state: if you are storing the sitter elite for an extended period of time, you should turn the alarm off and remove the batteries. Batteries start to corrode after an extended period of time. Corroded batteries will damage the alarm and may cause it not to function, or to function intermittently. (B)(4).